Event description:
It was reported that insulin pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, with no device return or replacement arranged.